Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k133890. Summary of investigation: there are no previous complaints of this code-batch. We have received 4 different cases at the same time of the same code-batch and regarding a similar issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis, only two pictures showing an open and manipulated sample, in which a section of the thread shows fiber splitting. However, without any closed sample, we cannot carry out an analysis in order to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received for analysis, only pictures. Final conclusion: in spite of receiving pictures showing a defective sample, without closed samples a suitable analysis cannot be performed, and the case is considered not confirmed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that on (B)(6) 2026, during the operation, at the stage of completing the formation of the anastomosis between the multi-branch vascular prosthesis and the left carotid artery, delamination of the monofilament non-absorbable synthetic thread "optilene" was noted. The suture was removed from the packaging without damage, and there was no contact between the suture material and medical instruments prior to delamination, which excludes damage to the suture by the surgeon. Patient information: male, 70 years old, 65 kg and 170 cm. Patient recovered without consequences. Additional information has not been provided.